Event description:
It was reported that when the device was used during a laparoscopic assisted vaginal hysterectomy procedure, it did not fire. It was reloaded and again did not fire. It is believed the case was completed using a second reload with the same device. There was no consequence to the pt.